Event description:
It was reported by the customer that the programmer would not power up. Another programmer was used. No patient complications were reported as a result of this event. It was further noted the screen is broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report of the programmer not being able to power up. It was also noted that the display overlay was broken and the left antenna was damaged.